Event description:
It was reported that a patient was no longer feeling stimulation, which started about a month prior to the report. The patient tried checking the implantable neurostimulator (ins) with the patient programmer the prior day but couldn¿t connect. A healthcare professional was unable to connect to the ins using the clinician programmer the day of the report. In (B)(6) 2012 the implant was at 35 percent to 50 percent battery life. The patient¿s settings as of (B)(6) 2014 were 2+, 0- at 2.8 volts, 14 hertz, 210 microseconds with cycling of 8 seconds on, and 20 seconds off. End of service (eos) was estimated to occur at 5.1 years. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# unknown, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).